Event description:
A nurse reported that there were issues with a cassette during surgery. Additional information received later indicated that the pressure to the auto check valve in the fluid air exchange (fax) line had to be adjusted to 70 mmhg of pressure to crack it open. The surgery was completed and there was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The finished good lot for the consumable specific to this event is not known; therefore, lot history and DHR review was not possible. While a sample was not returned, investigation findings to date indicate that the most likely root cause for the failure of the device to switch from fluid to air is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). (B)(4).